Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, the second proglide was attempted but it did not deploy correctly. Another proglide was attempted but it did not work either. Two non-abbott devices were used after but did not work. Hemostasis was achieved with a covered stent. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.